Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and the keypad was unresponsive to user inputs. Customer stated they removed the batteries overnight but once reinserted, the issue persisted. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 377 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.